Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient called and stated that he had a elbow replacement done on (B)(6) 2017. On or about (B)(6) 2018 he started experiencing pain in his elbow. He went to his doctor and had x-rays and was told that the implant had loosened and needs to be replaced. Patient is also inquiring about recall.

Event description:
Patient called and stated that he had a elbow replacement done on (B)(6) 2017. On or about (B)(6) 2018 he started experiencing pain in his elbow. He went to his doctor and had x-rays and was told that the implant had loosened and needs to be replaced. Patient is also inquiring about recall.

Manufacturer narrative:
The reported event that radial head implant #2 (sterile packed) was alleged of 'implant - loose' could not be confirmed, since the device was not returned for evaluation and no other evidences (no x-rays) were provided. As there was no response from the patient despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. Nevertheless an (B)(4) was already initiated to address this problem. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.